Event description:
It was reported that the device was used during a laparoscopic splenectomy, the cutter did not fire properly during the initial firing. The device cut, but the staples were loose and some did not attach to the tissue. A new like device was used to complete the procedure with no adverse patient consequence.